Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main printed circuit board. The suspect main printed circuit board was sent to the failure analysis lab where the failure was confirmed and isolated to a faulty exhalation flow transducer.

Event description:
The customer stated that the expiratory flow transducer is reading all asterisks. The transducer would not calibrate. There was no patient involvement at the time of the incident.